Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify frozen screens due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error where a broken force sensor was detected during seating or regular delivery and performed safety checks. Blood glucose level at the time of the incident was 180 mg/dl. Customer stated the device was exposed to moisture. Customer also reported the device has a frozen screen and the time clock does not advance. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.